Event description:
Noted back-bleeding from one way valve on sheath. The sheath was removed over the guidewire to reinsert a new sheath. At that time a small plastic piece from the valve was noted to be missing and was then found on the drape. All parts recovered and there was no patient harm. Manufacturer response: for introducer, 9fr pinnacle introducer (per site reporter). Requested return of product.